Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure. The implant procedure date is unknown. During a planned stent removal procedure, performed on (B)(6) 2022, the physician attempted to pull the stent through the scope, however, difficulty to remove the stent was experienced. The physician tried to drag the stent out with the scope and the stent broke while removing. The patient was intubated the second time was able to get into position, with esophageal trauma at that time. Tome was used for cannulation, switched to balloon for a few sweeps, then used a spy scope to confirm ductal clearance. A wallflex esophageal stent was placed and successfully completed the procedure. Perforation was reported for patient complication as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.